Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro 8mm x 4cm 135 percutaneous transluminal angioplasty (pta) balloon catheter was attempted to be used but it ruptured. A new powerflex pro 8mm x 4cm 135 pta balloon catheter was opened, and it ruptured. A 10 x40 smart stent was placed and another powerflex pro 8mm x 2cm 135 pta balloon catheter was attempted to be used and it ruptured as well. The patient was fine and there was no reported patient injury. The patient had vessel was very calcified. The first two balloons will be returned for evaluation; the third balloon will not.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, a powerflex pro 8mm x 4cm 135 percutaneous transluminal angioplasty (pta) balloon catheter was attempted to be used but it ruptured. A new powerflex pro 8mm x 4cm 135 pta balloon catheter was opened, and it ruptured. A 10 x40 smart stent was placed and another powerflex pro 8mm x 2cm 135 pta balloon catheter was attempted to be used and it ruptured as well. The patient was fine and there was no reported patient injury. The patient had vessel was very calcified. The first two balloons will be returned for evaluation; the third balloon will not. (B)(4) the product was returned for analysis. A non-sterile ¿powerflexpro 8mm4cm 135¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received deflated. Functional testing was performed using an inflator/deflator device attached to the inflation port. Balloon inflation was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. A leak was present in the in the shaft of the catheter near the proximal end of the balloon body that did not permit maintaining pressure during inflation as expected. Due to the leak condition observed a microscopical analysis was executed to evaluate the possible attributable cause to the identified damage, during this analysis the presence of multiple scratch marks near the balloon surface zone affected were observed. These scratch marks are normally attributed to the interaction of the affected material with sharp materials. It seems the material was damaged with a sharp object from the outside of the device. A product history record (phr) review of lot 82260757 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ were confirmed on the two returned products via device analysis as a leakage was noted during functional analysis for both devices. However, the exact causes cannot be determined. Both devices presented evidence of damages along with scratch marks on the outer surfaces. Based on the information available for review it is likely vessel characteristics of calcification likely contributed to the reported events as evidenced by device analysis. The material near the damages, appears to have been torn either due to the interaction of the balloon catheter with calcified spicules located on the lesion or with a sharp object from the outside of the device. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Investigation code in section h6 added.